Manufacturer narrative:
Investigation outcome: it was reported that during transport, ventilation was cancelled, and the patient had to be bagged. The device was still powered on and attempting to deliver breaths. There was no report of harm to patient, user or third party, nor a treatment in delay. No interruption of ventilation or medical intervention was reported. The local biomed was able to duplicate the issue: they inspected the device and were "rolling the device on the trolley with only battery power and failed once again." Additional information requested but not provided. There was no response after several attempts for correction information. The complaint may be reevaluated if additional information is received. Complaint is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "during transport, ventilation was cancelled and patient had to be bagged. Vent was still on and attempting to deliver breaths. " no health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet. So far no relation to the device has been established.